Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving intermittent calibration error alerts. It was determined that the customer is calibrating at appropriate times and frequency and that the sensor is not expired. Customer also mentioned that the sensor was giving inaccurate readings but did not provide the sensor reading. The blood glucose reading was 105 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.